Event description:
It was reported that the patient's blood glucose (bg) level was 27 mmol/l (486 mg/dl) on the evening of (B)(6) 2024 while wearing the pod between 37 and 48 hours on the arm. The patient administered 3 units of bolus before going to sleep. The next morning, his bg was 18 mmol/l (324 mg/dl). The patient went to work, he works at the diabetic unit at (B)(6) hospital, they then referred him to a&e. His bg at the time rose to 41 mmol/l (738 mg/dl) with ketones of 3.8. Symptoms reported include dizziness, loss of feeling in the lower limbs and unwellness in general. The patient was treated with insulin and glucose via IV. The patient was released after about 11 hours. The pod was discarded and a new one was placed.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.